Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that the iodine sponge was found separated from the minicap inside of its packaging. This was found prior to the patient use of the device. No additional information is available.